Event description:
Reporter called lfs alleging that surestep meter has been giving rptr false high readings. The following info is documented by "ccr." "Customers spouse stated that the customer had been over medicating self with insulin because meter is inaccurate. During troubleshooting the co discovered that the customer strips exp. 4/2001. Educated on proper strip usage.